Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterus perforation/migration movement, perforation (puncturing) of uterus or fallopian tubes'), fallopian tube perforation ('perforation - fallopian tubes/migration movement, perforation (puncturing) of uterus or fallopian tubes'), genital haemorrhage ('gen. Abnorm. Bleed,'), blood loss anaemia ('anemia,') and menorrhagia ('menorrhagia (heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea cramping),"), fatigue ("fatigue,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, blood loss anaemia, menorrhagia, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. The reporter commented: she received treatment for pain dysmenorrhea (as written) (cramping), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed, migration, perforation fallopian tubes, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with dysmenorrhea (as written) (cramping), pelvic/ abdominal, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed, migration/uterus, perforation - fallopian tubes, fatigue added. Suspect drug start date and stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.